Event description:
Follow-up information was received on 20-apr-2016: on (B)(6) 2016, the abscess was opened and stitched again. Removal of the stitches was planned for (B)(6) 2016. Follow-up information was received on 05-may-2016: the event shingles was added. The patient's date of birth was provided. The patient was (B)(6) at the time of the event. The patient's medical history included shingles. On (B)(6) 2016, the stitches were removed. The physician wanted to perform an ultrasound examination, since the patient complained about throat problems, but did not do so as the physician was not available that day. Later, the patient experienced shingles and thought the throat problems she experienced were related to shingles. As per patient's general practitioner, the virus was reactivated due to the cheek inflammation since the patient experienced shingles on the other side several weeks before. The patient wanted to wait and see how everything would progress and, if needed, she would visit the clinic for further examination. As reported, on (B)(6) 2016, the affected site looked good after the stitches were removed. The scar was located in the fold of the cheek and was not that noticeable. The outcome of the event of shingles was reported as nearly resolved. On (B)(6) 2016 histological lab results were provided including the evidence for foreign body material and a partly granulating inflammatory reaction despite a granulomatous reaction with giant cells. The conclusion indicated an inoculation of foreign material might be possible.

Event description:
Follow up information was received on 09-jun-2016. On (B)(6) 2016, the patient was reviewed by her general practitioner who prescribed her prednisolone. Reportedly the patient wanted to use the cream. She tightened her cheek a bit and pus discharged from the scar. Her practitioner proposed to consult the clinic once more. On (B)(6) 2016, the patient was at the dentist who also said she should examine the abscess again. The patient informed the physician in the clinic and was awaiting a date for the consultation.

Event description:
Follow up information was received on 07-aug-2016: the patient reported she had another incision performed on (B)(6) 2016 and thought it looked horrible. The outcome of the event (abscess) was still considered as resolving.

Event description:
Follow up information was received on 30-oct-2016: the patient informed that she is improving and that the scar was still visible. The physician placed it in the cheek fold. The patient hopes it will improve. The physician informed her it might take half a year. Another appointment with the physician was scheduled for december. The outcome of the event of abscess was left as resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, development of an abscess requiring opening of the abscess by incision, was deemed to meet serious injury criteria of requiring medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot# 100086456 was reviewed. No non-conformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This report was received from a (B)(6) consumer and concerns a female patient who was intradermally injected with radiesse in (B)(6) 2016. The patient had been treated with radiesse before. In (B)(6) 2016, three days after the treatment, the patient experienced her cheek was thick and swollen which developed to an abscess. Corrective treatment included opening of the abscess by incision in a hospital on (B)(6) 2016. The patient's cheek did not heal completely yet; therefore, the outcome of the event was assessed as resolving. Follow up information was received on 01-apr-2016. Radiesse was ordered online and injected by a patient's friend, a former practicing physician. All treatments with radiesse in the past were well tolerated and without any adverse events. Further follow-up was received on 06-apr-2016, regarding the batch number and expiry date. Batch number (B)(4). Expiry date was reported as 12/2017. Due to initial swelling of her eyes, the patient suspected she had an allergy and took antihistamines. Next day, the swelling moved to her cheek nearby the injection site. To exclude any problems with the patient's teeth, a radiography was performed. After removing the abscess and crumbly material by incision, the patient was treated with antibiotics three times daily for five days. Another removal of abscess was planned and the appointment was set for (B)(6) 2016.

Event description:
Follow up information was received on 19-may-2016. The patient suspected a remaining stitch in the scar and was going to have a follow up appointment with her physician. In (B)(6) -2016, the patient recovered from shingles and accordingly, the outcome was changed to resolved. The outcome of the event "abscess" was still considered resolving.

Event description:
Follow-up information was received on 04-jul-2016: the patient reported she still had a small nodular induration following the abscess, which was likely suppurated focus and was planned to be removed with another incision. The patient scheduled another appointment with the physician in the clinic, as in the opinion of her general practitioner, her events were not to be left as they were. The patient did not complain of pain, but noted that she only experienced stinging from time to time. Follow up information was received on 14-jul-2016: the patient reported that another excision was scheduled for (B)(6) 2016.

Event description:
Follow up information was received on 26-sep-2016: the patient informed her scar was quite good at the moment. Another appointment was scheduled at the clinic. The outcome was left as resolving.

Event description:
Follow-up information was received on 26-mar-2017: the patient noted everything healed well, but the scar was still apparent. She wondered if there was something she could be provided to smooth the dents. The patient noted her dermatologist said that was possible. Due to the provided information, the outcome of the event of abscess was changed from resolving to resolved with sequelae.